Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 315 mg/dl on their blood glucose meter. The consumer immediately tested again, using the same meter and test strips getting a result of 163 mg/dl. The consumer took medication every time the result of high potentially mistreating herself. Consumer stated that she does not use control solution with every new vial of test strips as is instructed in our directions for use. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.